Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon could not open the turn knob to release the trial. After repeated attempts it snapped inside the inserter and the trial could not be used for the second level. The surgeon used conduit without trialing the second level. There was a surgical delay of twenty-five (25) minutes. There was no patient consequence. The procedure was successfully completed. This report involves one (1) trial inserter sh connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part #: tft20101; lot #: e19di0970; supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on december 17, 2019 with no discrepancies. No ncr's generated during production. Visual inspection: the trial inserter sh connection (part #: tft20101, lot #: e19di0970) was received at us customer quality cq. Upon visual inspection, it was observed that the entire threaded portion of the tft20101 c tlif trial inserter pin sh connection was broken. Apparently the broken fragment was lodged inside component a tlif trial inserter sh connection and component inserter knob sh connection. There were also surface scratches on the device. Functional test: functional test could not be perform as the knob connection component failed to disassemble from the inserter due to broken inserter pin sh connection. Can the complaint be replicated with the returned devices? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawing was reviewed - trial inserter sh connection. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the trial inserter sh connection (p/n: tft20101, lot #: e19di0970). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.